Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. It was unknown at what point during peritoneal dialysis therapy the system error 2240 alarm occurred. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative reviewed proper procedures with the care giver and explained the alarm to the care giver. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.